Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1102: the gore® excluder® aaa endoprosthesis instructions for use (IFU) provide instruction for positioning the device prior to deployment, and attempting to move or push the device up during deployment is inconsistent with the IFU which advise stabilizing the delivery catheter and pulling the deployment knob in a continuous manner. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. During angiography, visualization of the bifurcation between the left internal and external iliac arteries was difficult due to accordion-like vessel. Measurement and marking were performed by adjusting the angiographic angle. Deployment of contralateral leg component was attempted while pushing up the device, but actual proximal movement was not achieved, resulting in unintentional partial coverage of the left internal iliac artery for approximately 75%. Post-deployment angiography confirmed delayed blood flow in the left internal iliac artery. No additional treatment was given, and the procedure was concluded. The patient tolerated the procedure. The reporting physician commented as follows: it was difficult to predict vessel morphological changes due to accordioning prior to the procedure. In this case, the common iliac artery measured approximately 3 cm, so it might have been better to deploy the device slightly more proximal to the bifurcation of the internal and external iliac arteries.